Event description:
It was reported that the patient received a shock at home while cleaning her television set, which was plugged in and turned on. The patient reported that at the time she received the shock, her right leg kicked upward involuntarily. The patient stepped back approximately 10-feet from the television set to turn off the ins, and she received a second shock. The patient was seen in the emergency room with symptoms of numbness in her right leg. Additional information received reported that in late 2006, the patient presented for follow-up. The patient felt residual sensations in her leg after receiving the second shock/jolt and said that her leg felt "full of needles" with a sunburned feeling. At that time the patient's device was interrogated. The patient declined a visit to the emergency room. It was also reported that as of the same month, the ins unit is working as indicated and the reported numbness has resolved with no nerve damage detected. The patient has reportedly recovered without sequela and is receiving good therapy from her stimulator. Additional information received reported that the patient experienced a sudden jolt in her spin and chronic pain in her back and legs. The system was explanted as a result of the "unacceptable complications". Following system removal the patient recovered without sequela. Reference MFR report #6000153-2006-02214.